Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide the correct product code and lot/batch number? Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown upper gi procedure the white pad of the device fell off.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2024. Additional information was requested and the following was obtained: could you please provide the correct product code and lot/batch number? Har1100. Is the white tissue pad completely missing from the clamp arm of the device? The tissue pad completely came off while putting the device through trocar. Did the patient experience any adverse consequences due to this issue? No adverse effects to the patient.